Event description:
One of the sling loops (top left) was not attached to the ceiling lift during the transfer of the resident. As a result, the resident fell to the floor, striking their head on the bed base while only their feet and pelvis remained caught in the sling. The resident sustained: head pain, headaches, nausea, and vomiting, a laceration with bleeding on the left occipito-parietal region, an acute c2 cervical fracture, severe aspiration pneumonia secondary to the head/neck injury and vomiting. The resident died three days after the event due to multifactorial medical complications arising from the c2 fracture and aspiration pneumonia. It was concluded that this was an accidental death.

Manufacturer narrative:
No UDI information is available; the device was manufactured before UDI implementation.